Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found that there is an intermittent alarm tone when tested at both sensor receptacles. (B)(4).

Event description:
The customer did not specify a reason for the return of the product. There was no pt incident or injury reported. Inspection of the product found that the alarm sounds intermittently.